Event description:
Event description cpi received information that the patient presented feeling symptomatic. When the implantable cardioverter defibrillator (ICD) was interrogated a message was noted indicating a possible device malfunction had occurred.